Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during a preventive maintenance (pm) service, it was discovered that the oer-pro has a cracked lid. The cause of the event cannot be conclusively determined. Possible causes include the lid was in contact with a scope when it was closed, or something hard impacted the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. IFU(instructions for use) states: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The root cause can be attributed to user handling.

Manufacturer narrative:
The subject device will not be returned for evaluation. The cause of the issue cannot be determined. As stated, the issue was found during a preventive maintenance service. The field service engineer requested the customer for a service repair approval. To date the site visit repair has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a preventive maintenance (pm) service, it was discovered that the oer-pro has a cracked lid. No patient or user harm reported and to date no patient infection was reported due to the event.